Event description:
It was reported that the device prepped as per IFU - it was noted that when the packet was opened, the device was already deployed outside of the introducer sheath. Green light prior to introduction into the patient was present on the controller. Device positioned satisfactorily in aneurysm and detachment attempted but failed. Multiple attempts were made including techniques for troubleshooting sticky detachment. The physician never saw proximal marker change angle indicating full or partial detachment. Eventually device re-sheathed and removed. Alternative sized device used with nil issue. The patient was reported to be stable.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.